Event description:
Pt turned to right side for back care: after 1-2 minutes pt turned back onto back and approx 50-100 mls. Blood noted on sheet. Vamp system cracked at junction point near reservoir.

Manufacturer narrative:
Device has not been returned for eval.